Event description:
A surgeon reported that after an intraocular lens (iol) implant procedure, the patient had blurry vision. The surgeon noticed the iol had a crack in it. The iol was exchanged for another iol of the same model, approximately five months after initial implantation. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).